Event description:
A follow-up visit by alcon marketing and qa personnel was arranged with the surgeon to discuss his recently reported cases of inflammation/endophthalmitis. A detailed review of pre and peri operative practices, including methods of instrument cleaning, sterilization and handling was conducted. The surgeon stated that he now believes events are unrelated to product.

Event description:
A follow-up visit by alcon marketing and quality assurance personnel was arranged with the surgeon to discuss his recently reported cased of inflammation/endophthalmitis. A detailed review of pre and peri operative practices, including methods of instrument cleaning, sterilization and handling was conducted. The surgeon stated that he now believes events are unrelated to product.

Event description:
A pt developed inflammation following intracular lens (iol) implant surgery. The pt was referred to and seen by a retinal specialist. An intravitreal tap was performed with no growth cultured. The pt was treated with intravitreal antibiotics and steroids. Additional info has been requested.